Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome could not be conclusively determined through this evaluation, and a direct correlation with the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established. Low flow alarms could not be confirmed as no log files were submitted, and a specific cause for the alarms could not be conclusively determined. No autopsy was performed, and no equipment will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 also provides an explanation of all pump parameters, including power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was found unresponsive at home without any witnesses. The patient was found dead on arrival (doa) of the emergency medical services (ems) teams and the best guess was that the patient had passed away 2 hours prior to arrival. Low flow alarm was active. The event was not thought to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home due to an unknown cause.